Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was received. No malfunction allegation against the device.